Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The level sensor performed as intended throughout the evaluation, detecting fluid when expected, and all alerts only occurred when intentionally triggered. It was determined that the yellow level sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the yellow level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor was unexpectedly beeping. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.